Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study underwent a left medial unicompartmental knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to aseptic loosening of the tibial tray. All products were removed and patient was revised to a total knee. Additional information received in operative report noted pcl to be incompetent.

Event description:
It was reported that patient enrolled in clinical study underwent a left medial unicompartmental knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to aseptic loosening of the tibial tray. All products were removed and patient was revised to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."